Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that the second-stage revision was performed approximately 11.5 months post total knee arthroplasty due to infection and the doctor of medicine suspected ¿likely loosening at the cement/implant interface¿. Reportedly, no s&n representative was present at the time of the first-stage revision (prosthesis explantation) and there is no documentation available to aid in investigation/no implant to return for analysis. Without the requested medical documentation, the ¿likely loosening¿ could not be confirmed and the etiology of the reported/unspecified infection could not be concluded. Although adjunctive antibiotic therapy would be anticipated, the patient impact beyond that which was reported cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that active, local infections or previous intra-articular infections are identified in contraindications for total knee replacement. Additionally, looseness of components has also been identified as a possible adverse effect, as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, inadequate integration between the cement and bone/implant, patient condition, medical history and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2021, the patient experienced infection and the responsible doctor suspects that there was likely loosening at the cement/implant interface. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a gns ii cmt tib size 5 right was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4).